Manufacturer narrative:
Based on the claim against the product by the customer noting integrated electrosurgical unit (iesu) error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. The complaint regarding iesu error was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The iesu unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a davinci assisted cholecystectomy surgical procedure, there were reoccurring c-34 erbe generator errors. Prior to calling, the customer rebooted the generator several times. The technical support engineer (tse) informed the customer that the generator needed to be replaced and instructed them how to proceed with an external generator to finish the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the operation was completed first with an external backup generator, then unit replacement. There was a delay in the procedure reported of around 30 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure of error c-34 was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Upon visual inspection the unit was in good condition. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.